Event description:
It was reported that the patient underwent a revision procedure in which the abbott spinal cord stimulation (scs) leads were replaced with a (B)(6) option due to high impedances. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).